Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin was squirting out during manual prime process. The customer's blood glucose was unknown at the time of incident. The customer was unable to exit rewind screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
No rewind anomaly noted. Device alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify a33 alarm due to motor error alarm. However, device passed rewind test and displacement test. Motor passed motor test.